Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to high blood glucose. The blood glucose reading at the time of the hospitalization was 600 mg/dl. Customer was diagnosed diabetes ketoacidosis. During troubleshooting process it was discovered that the insulin pump had multiple no delivery alarms. The customer stated that at the time of the alarms there was no insulin in the insulin pump. At the time of the phone call the blood glucose reading was 82 mg/dl. No further information was provided.